Event description:
It was reported that during a hepatectomy procedure the surgeon used the device to transect the hepatic vein. He found that when he closed the firing trigger, it was locked in the half way of the firing. He needed to use extra force to close the firing trigger plastic to plastic. Jaw was opened without any difficulty but the staples were found to be malformed and leakage is noticed. The surgeon then requested another device to fire one more time nearby the first transection location and it was done properly. No patient consequences reported.

Manufacturer narrative:
(B)(4). Damaged spring cartridge lockout tab. The analysis showed that the atw35 device was received in good visual condition and with a tr35w cartridge loaded on the device. The reload was received fully fired and with the reload lock out spring bent. The damage to the reload lockout spring is consistent with damage observed when attempting to fire an already spent cartridge. The reload is designed to lock out after a partial or complete fire to avoid re firing a partially or fully spent reload. Firing through the lockout mechanism can break the device. For more information please refer to the instructions for use. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The reload was installed without any difficulties and did not fell out during functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.